Manufacturer narrative:
(B)(4). The device has been received for evaluation. Also, the data log was provided by the patient. The data was reviewed on (B)(4) 2015; however, did not include the date of issue. Therefore, the reported event of intermittent audio alerts could not be confirmed. The root cause could not be determined. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output on (B)(6) 2015. Dexcom technical support requested that the patient test the alert functionality. Patient reported alerts did function. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. A root cause could not be determined.